Manufacturer narrative:
Corrected to reflect "adverse event" only review of this and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that the patient had a headache. No action was required. The pump system was being used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information additional information received reported that the cause of the event was "status/post 17 pp (pulmonary artery pressure/peak pressure) implant" and was attributed to the catheter. There was a csf (cerebrospinal fluid) leak around the connector/catheter at the distal (spinal) segment. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).